Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted. No unexpected reset was noted during testing. No number ramping anomaly was noted on the display. Moisture damage was noted on the display and mother board. An intermittent failed battery test alarm was noted due to corroded battery cap contact and light corrosion in the battery tube.

Event description:
It was reported that the numbers on the insulin pump were scrolling when attempting to bolus. Customer stated that the insulin pump was damaged by moisture and buttons were unresponsive. Customer also stated that the insulin pump alarmed failed battery test and the alarm is continuous. Customer's blood glucose reading at the time of the call was 6.8 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.